Event description:
During prep of the diagnostic ultrasound catheter there was a sensor error. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep of occurrence and works directly with rep to return product. Manufacturer response for diagnostic ultrasound catheter, (brand not provided) (per site reporter). Clinical site notified mfg rep directly regarding occurrence and return of product.